Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor implanted: (B)(6) 2007; 5524m-53 adaptor implanted: (B)(6) 1992. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the atrial episodes on a remote transmission indicated what is consistent with intermittent far field r wave oversensing and also what looks likes noise on the atrial tip, atrial ring electrogram and atrial oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.